Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages and low flow alarms occurred while the system controller was connected to the power module. A visual investigation revealed potential damage on the distal end of the driveline, close to the metal connector. The system controller was switched to batteries in order to avoid pump stoppages related to a short to shield, and a non-grounded patient cable for use with the power module was requested. There were no reported adverse effects to the patient. On (B)(6) 2018, the patient received a heart transplant. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation. No further information was provided. The manufacturer has closed the file on this event.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the submitted log files confirmed the report of low speed advisory events and associated low flow alarms; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The log file captured multiple low speed advisory alarms while the system was operating on power module support, and one event while the system was operating on battery support. Based on previously reported events, the data captured in the log file appears consistent with a potential driveline issue. The heartmate ii lvas patient handbook and instructions for use (IFU) explains that all heartmate ii lvas percutaneous lead have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.